Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary pictures and samples of the reported incident were received for evaluation, samples of needle code 300327-needle precisionglide 22x1in were received, sixteen needles with a reference sample labeled with the description of lot #0029143. The reported defect (rust) was not observed in the sample nor in the retention samples the claimed defect. Evaluations were carried out in the history records of the cannula batches involved and in quality complaints notification records regarding the defect in surface condition (rust). This analysis was performed using a microscope with a minimum magnification of 60x. Therefore, it was not possible to confirm this complaint. A device history review was performed for the cannula sub-lots that compose the cannula batches used to assemble the finished product lot reported in this complaint.

Event description:
It was reported that needle precisionglide 22x1in was rusty. This occurred on 4 occasions. The following information was provided by the initial reporter: opened a second package on 3/03 to observe, and then noticed that the needles are rusty. She observed with the assistance of a microscopic. ___ she does not know how to inform the exact amount affected each day, since she only decided to open a complaint for the fact that occurred with her finger. In her daily routine, she has no way of counting how many needles she throws in the trash. She can only give a basis for the amount of needles she buys monthly: she bought 4 to 5 boxes, so that there is always a spare box in stock. In january of this year he used all the boxes and still had to buy two more because he didn't have enough needle. In february, practically the same thing happened. From the 500 needles purchased, she used only 200 and discarded the rest.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 22x1in was rusty. This occurred on 4 occasions. The following information was provided by the initial reporter: opened a second package on 3/03 to observe, and then noticed that the needles are rusty. She observed with the assistance of a microscopic. She does not know how to inform the exact amount affected each day, since she only decided to open a complaint for the fact that occurred with her finger. In her daily routine, she has no way of counting how many needles she throws in the trash. She can only give a basis for the amount of needles she buys monthly: she bought 4 to 5 boxes, so that there is always a spare box in stock. In january of this year he used all the boxes and still had to buy two more because he didn't have enough needle. In february, practically the same thing happened. From the 500 needles purchased, she used only 200 and discarded the rest.